Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir and performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per spec. No occluded anomaly was observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 452 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting for the no delivery alarm and was resolved by changing the reservoir and infusion set. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery during fixed prime. The reservoir will be returned for analysis.